Manufacturer narrative:
(B)(4). Citation: j. Obstet. Gynaecol. Res. April 2014; 40(4): 1089¿1097. Doi: doi:10.1111/jog.12312.

Event description:
Literature article: clinical experience of j-vac drain for skin closure in the laparotomy of obstetrics and gynecology in general abdominal surgery, there is a 4% frequency of wound dehiscence, which is increased to 29% in obese patients. In addition, the frequency of surgical site infection (ssi) in patients with subcutaneous fat greater than 3 cm in thickness is 15¿40%. Accumulation of transudate from post-operative wounds has the possibility to inhibit wound healing, resulting in ssi. In order to drain transudate from the wound, subcutaneous drains have been developed. The objective of the study was to evaluate that efficacy of subcutaneous j-vac drain for wound drainage and transudate in laparotomy patients. There were 192 patients (age range: 19 to 79 years old) who were treated with j-vac drain regardless of their subcutaneous fat thickness, bmi, or surgical procedure. During wound closure, a j-vac fr 10 drain was fixated on the skin 3 cm from the incision. Subcutaneous fat tissue closure was not standardized and left to the surgeon¿s discretion. Reported complications included wound dehiscence with pseudomonas aeruginosa infection (treatment included antibiotics without suturing) in 1 patient, subcutaneous hematoma in 2 patients, and steatolysis in 1 patient. It was reported that an increased accumulation of exudate from postoperative wounds without subcutaneous fat-tissue closure especially in vertical skin incision has a possibility to inhibit wound healing without the j-vac drain. The use of an open drain has been correlated with an increased risk of wound complications (mainly retrograde infection). This type of drain creates a route for bacterial infection, and because it is a foreign substance, it could be a source of bacterial bleeding. It was concluded that subcutaneous j-vac drain is useful for the closure of surgical incisions in gynecology and obstetrics patients and there are no limitations to their applicability.